Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. The service rep replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined that root cause of the reported incident was an electrical short through 2 fet transistors, designators q1 and q2.

Event description:
Ac inoperative. According to the reporter, the device will not function on ac power and will not charge the battery. There was no pt associated with the reported incident.